Manufacturer narrative:
Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown cup. Unknown liner. Zimmer m/l taper hip prosthesis, 7711 series, unknown lot number. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03405.

Event description:
It was reported patient¿s hip was revised 7 years post-implantation due to local tissue reaction caused by mechanically assisted crevice corrosion.